Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had overheating. The customer¿s blood glucose level was 130 mg/dl at the time of the incident. The customer stated that the battery compartment and the pump itself including the battery was overheating. The customer was advised to use aa lithium batteries for best results. The customer was advised to monitor the pump and call back if issue continues. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now alarm, low battery alarm, power loss alarm or device heating up noted during testing.